Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed successfully after overcoming a steeper root angle and minimal calcium. Upon removal of the delivery catheter system (dcs) in the descending aorta to recover the nose cone, the valve moved ventricular resulting in a deep position and severe paravalvular leak (pvl). The valve was attempted to be snared and pulled towards the aortic position to seal, however the valve dislodged through the aortic valve and embolized into the ascending aorta where it remains. A second non-medtronic valve was successfully implanted. No additional adverse patient effects were reported.